Event description:
On 07/22/2015, additional information was received from a healthcare provider (hcp) and it was noted the start date of the baclofen therapy was (B)(6) 2003 with an end date of (B)(6) 2015. Other medications the patient was taking at the time of the event included baclofen as needed, albuterol, vicodin, priolosec, and lisinopril. The patient had allergies to shellfish and penicillin. The patient outcome was reported as ¿infection resolved¿. The patient experienced itching and increased spasticity in (B)(6) 2014, not at the time of the event; therefore, this information will be captured in a separate event.

Event description:
It was reported that the patient¿s device system was explanted on 2015 (B)(6) due to infection. A dye study had been performed but results were not provided. The pump pocket was opened and purulent drainage poured out. Yellow tissue was all around the pump connector and on the catheter. The doctor decided to remove the entire system. The device system was to be replaced in the future. The patient experienced less than 50% therapy relief and itching. There was no alleged product issue. Patient status at the time of the report was alive with no injury. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).